Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a moderately tortuous part of the proximal rca. It is unknown if a pre-dilation was performed. An orsiro mission 2.25/18 was implanted at #3-4, followed by implantation of an orsiro mission 2.75/22 at #2-3. The affected device was inserted and advanced to #1 but got caught just before reaching the point. The stent shifted slightly on the balloon and was deformed. All sorts of options were added, but in the end the stent placement was cancelled.